Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient underwent skin resection surgery on (B)(6) 2015 due to thin skin at the implant site. The implanted device remains.